Manufacturer narrative:
This device was previously reportable under the asr exemption e2015006, which was revoked on 2018/06/28, resulting in this MDR submission. Evaluation found the unit does not sound when there is no magnet attached on the magnet plate due to a faulty reed switch. Deep scratches and sticky residues was observed on the exterior housing. The magnet mounting slot has been damaged causing the magnet plate to be pushed into the unit. The side switch cover has been torn off leaving the unit with exposed control buttons. Both dust covers underneath the battery slots, mounting slots, and battery spring slot at the terminal have been damaged. The visual and additional findings revealed signs of excessive force or impact such as dropping or bumping that contributed to the faulty reed switch. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported the hold button is pushed all the way into its receptacle. Further investigation found the unit does not sound when there is no magnet attached on the magnet plate. The date the issue was discovered is unknown and no patient incident or injury was reported.